Event description:
It was reported user error regarding programming of infusions via pca pump. The customer stated that "several years ago," the facility had more than one concentration for hydromorphone (e.g., standard concentration for all opiate naive, high concentration for chronic pain and end of life patients). It was reported that back then, they had a handful of "rn selection errors in the pca pump despite information in emr, on pca syringe and warnings in pca pump." Because of these errors, the hospital transitioned to using "hydromorphone 1 mg/ml for all adult infusions." The customer stated that they "have had no issues since this change." There was patient involvement but no harm. Bd learned additional information through due diligence. It was reported that the issue was due to "operator error." The customer's standard concentration was in "monoject" barrel syringes, and they were dispensed the high concentration in a 50 ml syringe in a patient specific manner. There was information in the mar and on the labeling to differentiate these further. The customer reports that these were not initially reported to bb as they were "felt to be operator errors." The customer then worked to create a "forcing function for correct concentration programming by moving to one concentration." There was no patient harm as the errors "were caught fairly quickly." The customer is requesting bd to add electronic medical record (emr) interoperability feature with the pca modules.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.